Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump and the meter remote have been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump powers on appropriately with functional auditory and vibratory alarms. A normal 10 unit bolus and a 10 unit audio bolus were both performed successfully and were accurately recorded in the pump history. The pump was exercised for 24 hours with no unprogrammed boluses occurring during testing. There was no hypersensitivity observed with the keypad buttons. There was no defect found with the pump during investigation. The meter remote would not power on. Visual inspection revealed moisture damage in the usb connector. Testing could not be adequately completed due to moisture damage and inability to power on the meter remote.

Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the pump delivered multiple "ghost boluses." The reporter checked the bolus history, which indicated that 4 zero unit boluses were delivered via the meter remote. The patient indicated that they were driving at the time and did not program the boluses. This report is being made based on the allegation that the meter remote programmed zero unit boluses without user intervention.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release.